Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent audio output which was experienced at power up. The evaluation found the back flex chaffing where it came into contact with the scanner bracket screws, causing an intermittent audio condition. The rear case was replaced.

Event description:
It was reported that a spectrum pump had intermittent audio output. It was also reported there was no patient involvement.